Event description:
Received a medwatch from the FDA. Surgical tech reported that she started having an allergic reaction over a year ago to three types of non-latex surgical gloves ¿ one being the protexis glove. She went to employee health, saw several dermatologists, missed work, saw workmans comp, and is now unemployed.

Manufacturer narrative:
The specific catalog#s and lot#s worn were not provided. Therefore, the device history record could not be reviewed. Historical trending was done of all synthetic protexis surgical gloves. There was no sample provided. Previously the product (synthetic protexis surgical gloves) passed the requirements of the primary skin irritation test per the technical service report. The exact cause of this complaint (skin irritation/allergy) could not be determined. The synthetic protexis surgical gloves have passed a series of tests prescribed by regulatory agencies for the intended use. However, the possibility of some individual experiencing reactions to certain chemicals that are used during the manufacturing process cannot be ruled out. We will continue to monitor complaints for any unfavorable trends.